Manufacturer narrative:
Findings: unit passed basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. Unit received missing end cap sticker. Unit received with cracked case at display window corners. Unit received with broken belt clip slot and reservoir tube lip. Unit received with stained address serial number label. Unit received with minor scratches on lcd window.

Event description:
A customer reported via phone call indicating that their insulin pump was stuck in the preparing to prime loop. The customer's blood glucose level was 360 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.